Event description:
It was reported that a malfunction alarm occurred, identified by malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. The customer, assisted by technical support, reset the pump successfully, and the malfunction code did not recur. Technical support advised the customer to continue using the pump and to call back if the issue recurs. The customer acknowledged these instructions and understood them.